Event description:
The customer reported three occurrences of multiple self-test failures on three different prisma machines on the same pt. It is unk, the sequence of the machines. Facility's nurse mgr stated that the machine failed self-test every two hours requiring therapy to be interrupted. She also stated that because of these multiple treatment delays, the pt went into congestive heart failure (chf) leading to the pt's death. The self-test failure alarms that the facility's intensive care staff experienced with this pt and all three machines were the "0020 access pod self-test failure" and the "0080" effluent pod self test failure." The staff was forced to change out the machines when they get the self-test failures. Therefore, this pt was on all three machines at some point in his therapy.